Event description:
Successful insertion of an arrow teleflex intra-aortic balloon pump (iabp) via right common femoral artery under fluoroscopic guidance. Connected to the console and demonstrated appropriate augmentation and trigger function. Patient tolerated procedure well and taken to the ICU in stable condition approximately 1345. At 2157, iabp console alarm went off, rn noted blood in the helium tubing indicating a catheter rupture. Rn paused the iabp, placed a clamp on the helium line, md notified immediately and patient taken back to the cath lab for iabp replacement. Manufacturer response for intra-aortic balloon pump, teleflex iabp (per site reporter).